Event description:
It was reported that during a device interrogation the programmer "crashed" to a black screen with the message "serious programmer error." When rebooted the programmer screen showed a zoomed-in, off-center image of part of what had been on the screen when the programmer had crashed. Follow-up determined that the programmer was changed out and it was then returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer powered up correctly during analysis but the error log confirmed the error and therefore the hard drive was reconfigured and the software reloaded. Analysis also found the system fan noisy and it was replaced. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).